Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case by the tube holders and right plunger were cracked. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The reported problem was caused by a combination of worm coupling, lead screw ad clutch halves not operating as intended as a result of normal wear. The root cause of the issue was due to normal wear as the pump was over 15 years old. Worm coupling, lead screw and clutch halves were replaced. Preventative maintenance and all functional testing was performed.

Event description:
Additional information was received. Event did not occur while in use on a patient.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a motor rate error. It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.